Event description:
A customer contacted baxter's technical service center regarding seeing tiny bubbles going up supply line while on the homechoice (hc) system during dwell 1. The home patient (hp) stated that the small air bubbles were steadily going up the supply line, which she had on pole, and added that the bag was getting bigger. The technical service representative (tsr) assisted the hp to end therapy and advised start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for air in line was not confirmed and a cause of the air could not be determined. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.